Event description:
It was reported that the patient became unresponsive while at home. Emt was called, and when they arrived they detected no heart rhythm. CPR was started and the patient was transported to the emergency room. At the ER, device was not pacing. The ER physician expressed concern regarding device function, and indicated he thought the device should be pacing. The patient was pronounced dead in the ER. It was noted that the patient had significant cardiovascular disease. The cause of death was requested and not received. Additional information received from the coroner reported the patient died from a "bad heart."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death has been requested and not yet received. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary no anomalies found. Manufacturing site ID corrected to 6000144. It was reported that the patient became unresponsive while at home. Emt was called, and when they arrived they detected no heart rhythm. CPR was started and the patient was transported to the emergency room. At the ER, device was not pacing. The ER physician expressed concern regarding device function, and indicated he thought the device should be pacing. The patient was pronounced dead in the ER. It was noted that the patient had significant cardiovascular disease. The cause of death was requested and not received. Additional information received from the coroner reported the patient died from a "bad heart." Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated pace, failure to.